Event description:
The lay user / patient contacted lfs france on (B)(6) 2011 alleging that the one touch ultra 2 meter does not power on. Due to the alleged issue the patient had increased her dosage of medication. The patient mentioned that on (B)(6) 2011, the patient was unable to test her blood glucose. It is unknown when the last time the patient had obtained a blood glucose reading on her meter. The patient soon after attempting to test on her blood glucose fainted. She was taken to the ER and was tested on the ER's meter and obtained a 284 mg/dl on the hospital's device. The patient was treated with 16 units of insulin. This is not the first time the product was being used. The patient denied any misuse of the product. The batteries did not need to be replaced and the patient was unable/unwilling to verify whether the meter powered on by pressing the power button. The alleged issue was not resolved over the phone and the product was replaced. The complaint is being reported since the patient alleged that due to the alleged issue, she developed symptoms and was treated with insulin in the ER for a blood glucose of 284 mg/dl.

Manufacturer narrative:
Follow-up #1 (12/27/2011)-device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 (01/19/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k062195.